Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a kidney transplant procedure, while firing over the donor kidney, the surgeon attempted to fire stapler and clamped down on tissue but did not fire and the device failed to open. The surgeon messed with the device to open it. A new reload and stapler were opened to finish the procedure. There was no patient injury.